Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported that flash was present on the stem of the male luer, along with loose particulate matter. To support the investigation, the quality team received eleven samples bulk packaged in two plastic bags, as well as four photographs for evaluation. One plastic bag contained ten samples, while the second bag contained a single sample. A visual inspection was performed, which confirmed that the ten syringes exhibited flash on the barrel luer tip. The flash was measured and determined to be within specification. The remaining sample contained a dark colored particle that was not embedded but adhered to the syringe plunger rod approximately 1 1,4 inches from the second retaining ring located above the rubber stopper. The photographs provided depicted the lower portion of a syringe in the luer lock area, with one image clearly showing luer lock flash. No additional defects or imperfections were observed. Fourier transform infrared spectroscopy analysis was conducted in an attempt to identify the composition of the foreign particle. While the highest match was to a hazmat glove, the low percentage match rendered the result inconclusive. A device history record review was completed for material number 301035, lot 5360744. The review did not identify any quality issues during production that could have contributed to the reported condition, and no related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the investigation and analysis of the returned samples, the conditions reported by the customer were confirmed.

Event description:
It was reported by customer loose particulate.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.